Manufacturer narrative:
(B)(4). Batch # t5au06. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the cardiac surgery, after fired, opened the jaw, noted the staples fell off, checked the staple line, proximal end without staple, used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.